Event description:
Blood glucose results of "114 mg/dl, 23 mg.dl, and 185 mg/dl" with a lifescan meter, performed within 10 minutes of each other. A potential malfunction of the meter in terms of precision. The meter, test strips, and control solution were replaced.